Event description:
Complainant alleged that while attempting to ventillate a 40-year-old female patient, the device displayed a "compressor fault- 2001 " message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including full functional testing and stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and retunred to the customer. Analysis of reports of this type has not identified an increase in trend.